Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clip were not forming when discharged from gun, crossing over. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date, a supplemental medwatch will be sent.